Event description:
The customer reported that during cardiac surgery, "the root/sedline system indicated insufficient sedation for a period of approximately 20 minutes. The patient was therefore given deeper sedation. After this period of anesthesia, the data no longer appeared to be plausible". There was no patient impact or consequence reported.

Manufacturer narrative:
Other text: masimo has reached out to the customer to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow up report will be submitted. E1. Initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6). H3 other text: product not returned.